Event description:
It was reported that there was not an audible alarm during a cardiac arrest, only a visual alarm displayed. The engineer reviewed the logs and it was indicated that an alarm sounded and was acknowledged at the central station 15 seconds later. The speakers were tested and found to be in working order. There was no delay in care due to the reported issue and thus, no harm to the patient related to the reported issue. A good faith effort (gfe) was performed to confirm if alarm was missing and if there was any patient harm. It was confirmed that alarm was audible and there was no patient harm and was incorrectly documented by customer. The device was in use at time of event and no adverse event was reported.

Manufacturer narrative:
Afterfurther investigation, this complaint is deemed not a reportable event with philips. The good faith effort response identified that the field service engineer was able to show the clinic users an alarm at 0502 was reported to the central station and then acknowledged at the central station as well. There was no delay in care due to the reported issue and thus, no harm to the patient related to the reported issue. If the customer reports unexpected behavior of the alarms with supporting data that the issue does not represent a malfunction but is related to user knowledge or application related issues, this is not reportable. Product labeling describes alarm behavior.

Event description:
It was reported that there was not an audible alarm during a cardiac arrest, only a visual alarm displayed. The engineer reviewed the logs and it was indicated that an alarm sounded and was acknowledged at the central station 15 seconds later. The speakers were tested and found to be in working order. There was no delay in care due to the reported issue and thus, no harm to the patient related to the reported issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).